Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found additional information: imdrf annex a, g, c, d codes and manufacturer narrative. Note that imdrf annex a0709, g0301204, c02, d15 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump did not alarm for occlusion and pulled saline from primary bag during a chemotherapy infusion. There was patient involvement but no harm.additional information provided: the customer states "there was no patient harm. The clinician states she did not forget to unclamp the secondary tubing.".

Event description:
It was reported that the pump did not alarm for occlusion and pulled saline from primary bag during a chemo therapy infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module failed to alarm occlusion could not be confirmed or replicated during the laboratory testing external and internal inspection of the suspect pump module found no obvious anomalies laboratory testing performed on the suspect device found the pump module to be operating within specification, alarming for occlusion as required. A review of the pcu event log, prior the reported event date, identified a secondary infusion programming on (B)(6) 2024; at 10:02 am. The profile in use was identified as ¿adult¿. A normal saline 0.9% infusion was programmed with the following parameters: rate: 30 ml/hr, volume to be infused (vtbi): 30 ml. O at 10:03 am infusion was paused (8 seconds) and the was restarted. O at 10:32 am a secondary infusion was programmed with the following parameters: bsa (body surface area): 1.65 m2, drug amount: 1650 mg, diluent volume 313 ml, rate 626 ml/hr, vtbi: 15.395 ml, concentration: 5.2716 mg/ml. User confirmed the secondary clamp was opened (soft key 13) and started infusion. With a pvi of 14.676 ml and a secondary volume infused (svi) of 0.0 ml. O at 10:33 am infusion was paused, and pump alarmed flo stop open (3 times), the door was closed (2 times) and infusion was restarted. O at 11:03 am secondary infusion was completed. O at 11:04 am pump module and pcu were channeled off. With a final pvi registered of 15.342 ml and an svi registered of 313.013 ml. O at 11:19 am pcu was powered on. O between 11:19 am and 11:20 am a guardrails IV fluid infusion was programmed with the following parameters: rate: 30 ml/hr, vtbi: 5 ml. And a secondary infusion with the following parameters: bsa (body surface area): 2.14 m2, drug amount: 214 mg, diluent volume 999 ml, rate 999 ml/hr, vtbi: 999 ml, concentration: 0.2142 mg/ml. User confirmed the secondary clamp was opened (soft key 13) and started infusion. O at 12:20 pm secondary infusion was completed. With a pvi of 0.0 ml and an svi of 999.016 ml. O at 12:21 pm rate and vtbi were updated: rate: 999 ml/hr, vtbi: 999 ml. User confirmed the secondary clamp was opened (soft key 13) and started infusion. O at 12:45 pm pump module and pcu were channeled off. With a pvi of 0.578 ml and an svi of 1381.66 ml. A review of the pcu and pca module error logs showed no records associated to the reported incident. Alaris system user manual (v12.1.3), states: o before each use, verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended. O the bd alaris tm system is capable of infusing during various conditions encountered in clinical practice, for instance through small gauge catheters, filters, and other components. The system is designed to alarm and stop based on pressure limit settings, but you must monitor the infusion to ensure that it is proceeding as expected. O time-to-alarm for occlusion can be affected by: occlusion pressure setting. Flow rate. Location of the occlusion. Infusion set and components. Fluid viscosity. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the device failed to alarm for occlusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the pump did not alarm for occlusion and pulled saline from primary bag during a chemotherapy infusion. There was patient involvement but no harm. Additional information provided: the customer states "there was no patient harm. The clinician states she did not forget to unclamp the secondary tubing."